Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected with juvéderm® voluma¿ with lidocaine in the middle third, juvéderm® volux¿ in the lower third, and juvéderm® volite¿ into the lips. The hcp reported that they were having an inflammatory reaction in one of their patients. The patient was on a trip and had a meal in a restaurant and developed a reaction that was allergic which included facial edema, and multiple granulomas at the injected sites. Biopsy was not provided.